Event description:
Customer reports obtaining a result of 357mg/dl while the doctor's device read 60mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.